Event description:
Reporter stated that user's finger was stuck two times by broken glass from glass ampule of control. User's finger bled a little, but did not require bandaging. User's hands were washed.